Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when the unit was not under pressure. However, this would not have caused a slippage. The reported complaint was not confirmed via inspection of the unit. The device history record (DHR) showed no abnormalities related to the reported failure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the pressure of the a1059 mayfield modified skull clamp was not stable. There was no patient involvement or delay in surgery.